Event description:
During a pacemaker placement procedure, while attempting to secure vascular access, dr (B)(6) encountered an occluded left subclavian vein. Initial access had been obtained via a "micro-puncture needle", through which the "zipwire" wire was inserted. Zipwire was unable to pass through the occlusion. While attempting to remove the zipwire, approx 2-4 inches of the coating peeled from the wire and became lodged in the left subclavian vein. Device was left in place after consultation with 3 physicians, thoracic surgeon, interventional radiologist and vascular surgeon. Based on pt anatomy, the obstruction and formation of collaterals. Pt had no complications after the procedure which was completed on the right side. Add'l info: 180cm long, 0.035 inches in diameter, exp 11/30/2020, (B)(4).